Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01110, -01111.

Event description:
Allegedly, patient was revised due to mom complications: pain; mobility issues; no ingrowth; loose screws; bone/loose erosion:-left.